Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-07276 and 2134265-2015-07199. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled to view unspecified target lesion. During a procedure, 1st auto pullback was performed. However, "disconnected" error occurred and pullback stopped. The physician remove the opticross out of the patient and checked the connection part. Then reconnect and perform auto pullback again. The same error occurred again. The procedure was completed with another opticross. The patient's condition is good.